Manufacturer narrative:
On 09-dec-2009, the complaint unit was received at resmed corp located in (B) (4). The preliminary investigation found the cause of the malfunction was most likely due to water present within the power supply cavity. The device was sent to the design MFR for further investigation. There was no adverse event reported for this incident.

Event description:
A pt reported to their provider that their s8 CPAP unit caught on fire.